Event description:
When the patient presented for first cycle of intraperitoneal chemotherapy, the port was accessed and flushed, but would not infuse chemo. Dye study revealed leakage from port. The patient was scheduled for port replacement. At the time of removal, the surgeon reported port was sutured in place and attached to catheter. Leakage was identified and the sleeve overlying the catheter was found to be disconnected and in "two" pieces.